Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the implantable neurostimulator and leads were removed. When the consumer was asked why it was removed they stated ¿it didn¿t work, it didn¿t do the job,¿ and the patient started having problems at the location.